Event description:
A customer reported they obtained imprecise sequential readings on their precision xtra meter. The customer reported they obtained readings of "lo" (a "lo" message indicates a reading lower than 1.1 mmol/l) and 9.2 mmol/l within a 10 minute timescale. When plotted on a parkes error grid, the results fell into the "c" zone showing the difference in values to be clinically significant. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing.